Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reproted that the during the implant procedure, the right ventricular lead displayed high, out of range impedance after being fixed into the heart. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.